Event description:
Boston scientific received information that the patient implanted with this device was unable to be interrogated. There were no adverse patient effects reported. Multiple attempts were made to obtain additional information regarding the status of this device.

Manufacturer narrative:
Our records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.